Event description:
The lead was capped.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate with the programmer due to battery depletion. The battery was sent back to the vendor for further evaluation. Analysis found an internal anomaly within the battery. This anomaly caused the battery depletion.